Manufacturer narrative:
(B)(4). This is 1 of 2 allegations of unspecified issue which resulted in adverse event. The patient reported 2 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint record (B)(4). B5: describe event or problem - correction/additional information g3: date received by mfg - additional information g6: type of report - updated/follow-up h2: type of follow up - correction/additional information h10: corrected data h11 additional narrative.

Event description:
Subsequent to the initial MDR, clarification was provided on (B)(6)2024. It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. This report is to capture the 1st incident in which each event has similar details but occurred on different event dates. The patient experienced a hypoglycemic injury following poor patch adhesion. The day the sensor had been inserted; it became unadhered from her abdomen. She received a sensor failed alert message on the mobile display device. She had no additional sensors and had no alternate means of monitoring her bg (blood glucose). She uses an omnipod pump which could not access hybrid closed-loop insulin deliver due to no sensor data. The patient experienced loss of consciousness while traveling with family. The family called emergency service line 911 and she was treated with IV glucose. She declined further evaluation in the ed (emergency department). She noted a similar problem that occurred (B)(6) 2024. There was no documentation of further medical evaluation or intervention. Per follow up with medical safety on (B)(6) 2024, the patient was in good condition at the time of call. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced a hypoglycemic injury following poor patch adhesion. The day the sensor had been inserted; it became unadhered from her abdomen. She received a sensor failed alert message on the mobile display device. She had no additional sensors and had no alternate means of monitoring her bg (blood glucose). She uses an omnipod pump which could not access hybrid closed-loop insulin deliver due to no sensor data. The patient experienced loss of consciousness while traveling with family. The family called emergency service line 911 and she was treated with IV glucose. She declined further evaluation in the ed (emergency department). There was no documentation of further medical evaluation or intervention. Per follow up with medical safety on (B)(6) 2024, the patient was in good condition at the time of call. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low counts aberration. No additional patient or event information is available.